Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting rapidly resulting in the pump shutting off. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 556 mg/dl with large ketones. Reportedly, the customer administered a manual injection to address bg level and continued to use the pump for insulin therapy.